Event description:
It was reported that the patient experienced ventricular tachycardia with syncope associated with long charge time. The device was approaching elective replacement indicator (eri) and had shortened longevity associated with high left ventricular thresholds. The high threshold was chronic due to the patient's physiological health. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.